Event description:
Information received indicates the nurse call will not function.

Manufacturer narrative:
The technician found broken pins on the communication cable and pcb. The technician replaced the cable and pcb to repair the bed.